Event description:
It was reported via literature, proceedings from an oral presentation, that atrial fibrillation occurred. Procedure summary: seven (7) patients with symptomatic atrial fibrillation underwent pulse field ablation (pfa) procedures performed using farawave catheters. Two (2) patients underwent left atrial posterior wall and cavotricuspid isthmus ablation. Pulmonary vein isolation was achieved in all patients. Procedural and post procedural complications: of the 7 patients included in the study, one (1) required electrical cardioversion for sinus rhythm restoration. One (1) month post index procedure, one (1) patient experienced asymptomatic atrial fibrillation which was diagnosed via a holter monitor. Patient status: no further information on the status of the patients is available.

Manufacturer narrative:
Tedjasukmana, f. Et al. Early experience with pulsed field ablation for atrial fibrillation in indonesia: a single center case series [conference presentation]. P540. 18th asian pacific heart rhythm society scientific session, 2025. Yokohama, japan. This event was reported via a literature abstract from an oral presentation, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature abstract from an oral presentation and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6). B3 date of event: bsc aware date used as no event date was provided.